Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported when the ¿ventricular electrode was passed¿, the screw was turned for retraction and it was found to be elongated. It was disengaged and removed. A ¿new electrode was passed and the procedure was completed without complication.¿ no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the helix of the lead was extrinsically bent and became distorted due to pulling, stretching, and over stress. Visual summary analysis indicated lead damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.